Manufacturer narrative:
H3: product analysis of product no:9561524, lot no:my23j001. Visual inspection confirmed the rod was returned broken. Optical inspection confirmed wear and indentions on it from the seating and tightening of the set screw. The damage to the rod appears to be from bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having extended operation with a posterior l1-s2ai fixated 2 weeks ago for kyphosis. It was reported that while using the insitu-bender to remove the rod from the distal end, the rod was broken near th12/l1 on the left side. It was replaced with a new rod and the surgery was completed. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.